Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the15mm connector on the listed tracheostomy tube was too wide and wouldn't fit on a ventilator. The reporter indicated that no patient injury occurred as a result of the reported event.

Manufacturer narrative:
One tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device, found that the connector opening was deformed. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).

Event description:
Additional information: according to the reporter, no sterilization procedure occurred at the facility because all devices are pre-sterilized prior to delivery. No humidification device was used while the device was in situ. According to the reporter, the tracheostomy tube was changed and an attempt was made to place the speaking valve on the device; however, the speaking valve was unable to connect to the tracheostomy tube. The reported issue occurred during the initial use of the tracheostomy tube.